Event description:
During the right distal sfa stenting treatment procedure, the sentinol biliary stent system could not be tracked over the .035 magic torque guidewire. The stent delivery catheter and guidewire were advanced together and the stent was successfully deployed in the target lesion. The delivery catheter and guidewire were removed as a unit following stent placement. No pt injuries or complications were reported. The pt's status was reported as 'fine'.